Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. A remote transmission showed episodes of ventricular fibrillation (vf) with intermittent undersensing of small complexes due to low signal and variable amplitude. This presented as non- sustained rv oversensing, non-sustained ventricular tachycardia (nsvt) and ventricular tachycardia (vt) episodes. The rhythm showed dual chambered pacing with no deflection. There is no known allegation from a health care professional that suggests the death was device related. The cause of death was unknown. No further information is available at this time.